Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. .

Event description:
A customer reported problems with irrigation during a procedure. The surgery was completed with the same equipment, following a delay of 15 minutes. There was no harm to the pt.